Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the proximal portion of the lad coronary artery, the maverick 2 monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation when the pysician noted loss of pressure on the pressure gauge and backflow of blood into the inflation device. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. A 6f terumo introducer sheath, a getz brothers neo's guidewire (size unknown), a j&j cordis brite tip guide catheter (size unknown) and an everest inflation device were also used in this case. Patient status is reported as "good"